Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient pain level went back up to a level 8. Additional information was received from the patient. The steps taken to resolve this issue was the patient contacted their doctor and they were sent to the hospital. The manufacturer representative (rep) adjusted the settings and now they are at a level 5 pain.